Event description:
It was reported that during the pocket revision due to the suture line beginning to open up the insulation of the lead was cut. The device remains in use and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.